Event description:
Literature: susatia f, malaty ia, foote kd, et al. An eval of rating scales utilized for deep brain stimulation for dystonia. J neurol. Jan;257(1):44-58. Summary: the objective of this study was to examine globus pallidus internus deep brain stimulation (gpi-dbs) outcomes in primary and secondary dystonia, derived from blinded ratings using two scales and two raters. Of thirty two pts who underwent dbs surgery at the movement disorder center at the (B) (6), twenty five pts met the inclusion criteria and completed the video tape recording within one year post surgery. Event: there was one event of lead fracture. See literature article with MFR report #3007566237-2010-03026.

Manufacturer narrative:
(B) (4).